Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. No programming changes made were reported. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.